Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that the doctor "put in a model pump that wasn't working properly and they checked with insurance" and then the doctor took it out and put in a new one. It was clarified that the patient's insurance did not want to approve the medication, and the patient did not have any medication in the pump. It was noted that the pump damaged the patient and was removed for that reason. The pump was infusing unknown medications, but there were reportedly three medication types.